Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Investigation summary: in response to the event reported, a device history review was conducted for lot number 1320179. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the needle pierced through the bd intima-ii¿ closed IV catheter system while introducing it to the patient's vein. The following information was provided by the initial reporter, translated from chinese: "when the nurse used the closed vein indwelling needle for venipuncture of the patient, the needle entered the skin and did not enter the needle again. After withdrawal, the examination found that the needle and catheter bifurcated. It can be used normally after replacing the indwelling needle.